Event description:
Report received that the pump was sent to the biomedical engineering department with an unsigned note that read; "when you change the rate, the volume to be infused (vtbi) changes with it." The pump was tested by the biomedical engineer and biomedical engineer confirmed the report. There was no tracking information available, including patient, nurse, or location. There was no reported adverse patient event. Though requested, there was no further information available.